Event description:
Reportedly, when an attempt was made to monitor a pt with the v leads attached to the device, the device displayed the pt ECG as dashed lines, just when the precordial lead cable was plugged into the ECG trunk cable. Various unspecified actions were completed and the device was successfully used to obtain a 12-lead pt ECG report. The reporter stated there were no adverse affects to the pt resulting from the event.